Manufacturer narrative:
A2-a6) patient information - not available from facility. B7) other relevant history - not available from facility. D1): exact brand name - not available from facility; however, this for an lld device. D4/g4/h4): the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to occlusion. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. It was noted at the start of the procedure that the subclavian vein was visible, because of the device being implanted deep under the muscles. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath, there was significant bleeding in the pocket, and a subclavian perforation was noted (MDR #3007284006-2025-00128). Rescue efforts began, and a vascular surgeon was called to the room to repair the vein, which stabilized the patient. As a result, the decision was made to stop the extraction, and implant new leads from the right side. Attempts made to unlock the llds were unsuccessful; therefore, the ra lead (MDR #3007284006-2025-00129) and rv lead along with the llds, were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the rv lead, which was cut and capped and remained in the patient.